Event description:
Customer reported an issue with the passport v monitor, which may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the spo2 module assembly. Monitor was calibrated and safety tested to factory's specifications.